Event description:
Note: this report pertains to the first of two reported device malfunctions. Refer to associated MFR report # 3005099803-2009-01371 for a description of the other event. It was reported to boston scientific corporation that a y-port feeding adapter was placed during an enteral feeding procedure performed in 2008. According to the complainant, in 2009, the y-port detached from the feeding tube (top corp) although decompression and cleaning was performed. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
The device has been received by this MFR, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.